Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was located in the non-tortuous, non-calcified circumflex (cx) artery. Ivus was used for this procedure but the vessel size is unknown. The physician started by pre-dilating the lesion with a 2.5 x 20 mm voyageur balloon. A taxus express2 3.5 x 28 mm drug eluting stent was then placed and inflated to 14 atm for 26 seconds. The physician noted that he felt the balloon had not completely deflated. The physician pulled negative on the balloon, forcefully tugged on the stent while the guide catheter deep seated, and then the stent delivery system was removed. Due to the concern that the stent may have migrated to the left main artery the pt was brought back to the ccl 3 days later. The stent was checked using ivus and the placement was confirmed to be correctly placed. There were no pt complications.